Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the patient cable had no signal. The cable failed continuity testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable was broken and could not provide a signal. The cable was returned for analysis. No patient complications have been reported as a result of this event.